Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a severely damaged driveline and modular cable. There seemed to be something that spilled and dried on the connector making it impossible to unscrew. Alcohol wipes were used to remove the contaminant but the connector would not unscrew.

Manufacturer narrative:
B5 : narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the connection was cleaned and the modular cable was able to be disconnected from the driveline. The modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the pump cable could not be confirmed as the pump cable was not captured in the submitted image and the device remains in use. The submitted controller event log file captured multiple low power advisory alarms due to normal battery depletion. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed throughout the duration of all files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. D, also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.